Manufacturer narrative:
A partial middle portion of the lead was returned in one piece. Final analysis found an external abrasion noted 24.8 ¿ 26.1 cm from the proximal cut end of the lead breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy. This abrasion is consistent with the observation from the field of low impedance.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise oversensing and the right atrial lead had chronic low impedance and mode switching. During a device replacement procedure, both leads were explanted and replaced. The patient was stable prior, during and post procedure.